Manufacturer narrative:
The device was received and evaluated by the MFR. No functional abnormalities were detected with this device. However, a portion of the reservoir bladder could not be tested, since the part of the bladder was adhered to itself, as a result of sterilizing the device. Based on qa's evaluation, qa can not confirm the reported malfunction due to a leak. Qa is precluded from determining whether or not the reservoir leaked, since it could not be fully tested.

Event description:
The device was removed due to a "malfunction." Additionally, md reported, "no leak was seen during the surgery." 1/13/97 -upon receipt of add'l info requested from the physician/surgeon, it stated "no fluid in the system, device made a squishy sound when trying to inflate the cylinder(s). The reported "malfunction" was secondary to a "leak." No apparent circumstances were noted that may have contributed to this occurrence." The entire device was removed and replaced with another co's 3-piece inflatable penile prosthesis.